Event description:
A physician reported a hakim valve (ID (B)(6)) was implanted due to secondary normal pressure hydrocephalus (snph) and subarachnoid hemorrhage (sah) via lumboperitoneal (lp) shunt with setting of 200mmh2o in 2015. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The pressure setting of the shunt could not be changed and the patient¿s condition worsened. Therefore the valve was removed and replaced on (B)(6) 2024. The patient is in the follow-up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot ctgcgd, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 50 mmh2o. The valve was visually inspected, and no defect was noted. The valve passed the test for leak and reflux. The valve failed the test for programming and occlusion. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis - the root cause for the shunt dysfunction issues is due to biological debris and protein build up interfering with the valve.

Event description:
N/a